Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer was vomiting and large ketones were present. The customer was taken to the hosp where she was given a manual injection of insulin and an IV with anti-nausea medicine. The pod was discarded.